Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the device became stuck on the guidewire. A jetstream xc atherectomy catheter was selected for use to treat an arteriosclerotic occlusion of the lower extremity. During the procedure, the control pod alarmed with a guard error. It was discovered that the catheter was stuck on the guidewire. After repeated attempts to remove the catheter was unsuccessful, the catheter was exchanged and the issue was resolved. The patient was stable following the procedure, and there were no patient complications as a result of this event.